Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 435135, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
The consumer reported that they had burning around their implantable neurostimulator (ins) implant site and vomiting which started 5-6 days prior to report. It was stated the patient went to their local hospital and they performed an x-ray and cat scan to see if their system had moved and gave the patient pain medication. The patient stated they knew it was "sill in place" but the problem was that it was burning. The indication-for-use (IFU) was gastric stimulation. (B)(4).